Event description:
Reportable upon analysis for inner shaft fracture completed on 26june2025. It was reported that there were deployment difficulties. This epic self-expanding stent was used for percutaneous stent placement in the iliac vessel for peripheral artery disease. During the procedure, there was difficulty deploying the stent. The physician noted that this was a challenging case due to the patient's anatomy and comorbidities, but that the stent was deployed normally. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: this epic self-expanding stent was received for analysis with the safety lock not in place and the stent already deployed from the delivery system. Visual examination of the outer and inner shaft found multiple kinks, and the inner shaft was detached from the delivery system. Further examination identified no issues with the tip or handle of the device. The unreported sheath separation noted during device analysis most probably occurred due to an interaction between the user and the device (unintended) causing a weakness in the sheath leading to separation. At which stage of the procedure, it occurred (during procedure/handling post procedure) cannot be established.